Event description:
Female patient was undergoing a total vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior repair. During the procedure, one of the tips of the right angle clamp broke off in the pt's vagina. The physician choose not to try to retrieve the tip or take an x-ray. Pt was discharged home on the second post op day without any problems.